Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. The customer's blood glucose level was unknown. The customer also reported that battery life was decreased. The customer reported that screen was scratched and it makes harder to read the screen to the patient. The insulin pump will not be returned for the analysis.